Event description:
It was reported that a volume discrepancy was seen at a refill on (B)(6). It was indicated that the reservoir was expected to contain 7.7cc, but was found to actually contain 18cc. This discrepancy was outside normal limits; however, the patient was asymptomatic. It was noted that this had been the first discrepancy for the pump. On the day of report, a catheter access port (cap) study was being performed, but they had only been able to aspirate a drop of fluid. The reporter stated that the physician thought he had seen a kink in the catheter. The device system was used to deliver gablofen. Eighteen days later, it was indicated that the reporter was investigating the cause of the discrepancy and troubleshooting was ongoing as of (B)(6). The patient was doing fine while receiving effective therapy and the intrathecal baclofen treatment remained ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter had been revised in (B)(6) 2014. Since the revision, the patient had not responded to therapy like he had prior to the events leading up to the kink. The patient was on a higher dose now than before having problems in may. The dosing was being changed from simple continuous to flex mode and a 10-20% increase was being done a couple times a week until the patient's legs loosened. It was later confirmed that a 7% increase was done in flex mode in both basal and step rate. The increase was due to a therapy issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).